Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patients age ranges from unknown to 79 years. There was 1 female patient and 1 patient with unknown gender.

Manufacturer narrative:
Two samples were not returned. There was one case with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with a method codes of analysis of production records (3331), analysis of data provided by user/third party (4112) and device not accessible for testing (4117), a result code of no findings available (3221), and a conclusion code of cause not established (4315) the manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).